Event description:
The following was reported to hamilton medical ag: summary:tf 232035 (pfilter sensor defect).

Manufacturer narrative:
Hamilton medical ag`s conclusion: root cause: p filter sensor defect. Correction: replacement of the p sensor solved the issue.